Manufacturer narrative:
The reported incident that the screwdriver handle was damaged during the surgery because the screw (that changes the screwdriver's settings) got unscrewed (s-17 / device damaged) could be confirmed, since the device was returned for evaluation and it matches the reported failure mode. The visual inspection revealed that the plastic part of the ¿screwdriver handle¿ has a scratched surface and the coupling (metal part of the device) is damaged. One of the screws that hold the mechanism together, and one of the switches that allow the handle to change its settings, are missing. Since those two components are absent, the handle does not work at all. Such an incident is usually a result of a misuse. Most likely the handle was disassembled, for unknown reason, and the screws were not tightened enough afterwards, and as a result went missing during the surgical procedure. The handle has visible signs of usage which indicate that it has been used/cleaned/sterilized many times. This is compatible with what has been reported: that the device was part of a loaner kit and has been cleaned more than 150 times. The handle is a device which experiences a lot of usage, sterilization processes and transportation, and all these procedures can definitely affect the life of the device. According to the cleaning and sterilization guide, ¿stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device.¿ if the handle has not been used carefully and under appropriate cleaning conditions all this time, it is quite possible that its integrity could have been compromised, and that it has reached the end of its life sooner. Furthermore, keep in mind that the instructions for proper use of the devices should be followed at all times. As stated in the IFU: ¿ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations that affect the compatibility of the instrument with other instruments or with implants! Only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. Always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. The design of the instrument must not be modified in any way.¿ nowhere is reported that the device can be disassembled, therefore no such case should be performed. Based on the investigation, it can be concluded that the root cause was attributed to a user related issue due to an improper disassembly of the device. A review of the device history for the reported ¿screwdriver handle¿ did not indicate any abnormalities. Therefore it was not delivered damaged, but became like that upon usage. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Our indirect channel reported, "the screwdriver handle is damaged during the surgery. The screw (that changes the screwdriver's settings) got unscrewed on it's own". Additional info there has been no delay or intervention because the damaged locking pin was not the only one. The screwdriver has therefore retained its functionality. To put the screws were five and the operator continued to implant 5 screws without particular difficulty. I worried of informing you of what happened because the handle in the toolbox variax elbow is only one, and that the screw that locks the pin is so small that it also risks that may remain in the patient without realizing it.